Manufacturer narrative:
H10: one actual sample was received for evaluation. A visual inspection with the naked eye noted the pull ring cap detached from the adaptor catheter. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter phone no. Is (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the protective cap on the catheter connection side of a minicap extended life pd transfer set ¿fell off during the opening of the package¿. This was identified before use. There was no patient involvement. No additional information is available.